Event description:
It was reported that, nim patient interface had issue with getting a probe to do continuous stim. While in a preloaded 2 procedure site was unable to get stim into continues stim mode. Site only has 1 stim plugged in. Ts advised site switch stim label from---- to aps in setup screen. Ts has found a possible solution. In the audio settings of the nim, sounds can be changed from brief to continuous. This means that while stimulating the system will continue to make sound. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted, fdc code d16 is no longer applicable. B5: updated. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This issue was only because they had the "brief tone" setting on, not the "continuous tone" setting. There was no issue with the reported devices. There was no patient impact.